Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported the removal of a dental implant during its installation surgery due to lack of primary stability. This happened in consequence of patient&#62688;low bone quality. The implant was not replaced.